Event description:
It was reported that during a routine pump replacement, no backflow from the catheter was present. The catheter was replaced two weeks later. During the catheter replacement, the hcp was able to pull the entire catheter out in one piece. The catheter was not sheared. He tried to inject fluid through the catheter, but it didn't inject. It was then noted that it was plugged at the tip of the catheter. A hole was able to be cleared and small amounts of fluid came out of the catheter. It appeared that a black substance had crystallized inside the tip of the catheter. The new catheter was placed with good cfs flow. He pt was doing fine.

Manufacturer narrative:
(B) (4): analysis results. Catheter. Model# 8709, (B) (4). Final catheter analysis revealed a black residue deposit was seen in the most distal dispensing holes and the area around the dispensing holes were darkened. The catheter was patent immediately, during the bleach decontamination. No significant anomalies were found.